Event description:
It was reported that during a da vinci surgical procedure, the large suture cut needle driver instrument wires were frayed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Representative indicated that customer may not return the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.